Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 15. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and inflammation. No further patient complications were reported.